Manufacturer narrative:
The product was not returned for evaluation. There have been no similar complaints received in this lot number. There were no remarks related to this type of issue in the batch record. A functionality test was performed during the blistering operation; results were satisfactory. The current analysis revealed that the expel force of the syringes in this lot were within specification. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "difficult to press out of the syringe and then suddenly the pressure disappeared and a lot of product came running out" (infusion or flow issue). A nurse reported, increased pressure was noticed when the surgeon tried to use the syringe. It was reported that the product was difficult to press out of the syringe and then suddenly the pressure disappeared and a lot of product came running out. The product was not in contact with the patient's eye. The surgeon used a different syringe for the surgery.